Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received inappropriate anti-tachycardia pacing (atp) and shocks due to supraventricular tachycardia (svt). Technical services (ts) suggested reprogramming options. ICD was turned to post-shock detection enhancement. At this time, no adverse patient effects have been reported. This ICD remains in-service.